Event description:
On (B)(6) 2011, pt reported the down button the infusion device was not functioning properly. This was noticed within the last week when pt attempted to program a bolus, and the infusion device would not respond. Pt has used this infusion device since 2007, and she typically boluses 5 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.